Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which it was noted that there was a fluid leak in the cuff and air in the balloon. The source of the fluid loss could not be identified; therefore, all components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The pump and the balloon were visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the reported clinical observations of device not working, fluid loss in the cuff and air in the balloon could not be confirmed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which it was noted that there was a fluid leak in the cuff and air in the balloon. The source of the fluid loss could not be identified; therefore, all components were removed and replaced. There were no further patient complications reported.